Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm in diameter abdominal aortic aneurysm. The aortic neck just below the renal arties is 23 mm in diameter with moderate thrombosis. The right iliac artery had mild calcification and was 9 mm in diameter. The physician was modelling the stent graft with the reliant balloon and the patient¿s blood pressure dropped. The physician inserted a pigtail catheter above the stent graft and performed an angiogram. There was contrast extravagating outside of the right iliac artery. The physician implanted another endurant iliac stent graft to extend further down the right common iliac artery. The physician modeled the newly implanted iliac stent graft with a reliant balloon. A retrograde angiogram was performed, which revealed contrast extravagating from the right iliac artery. It was further reported that the right iliac artery was perforated with no tearing of the stent graft. The physician noted that the cause of the perforation was unclear, but may have been due to calcification. It was also noted that the balloon was filled with 30cc, slow and controlled, with the recomme nded saline/contrast ratio. The physician elected to open the abdomen and the endurant iliac limb stent graft was explanted and a surgical graft was sutured on to the end of the remaining endurant stent grafts. No additional clinical sequelae were reported and the patient is fine.